Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered and a dissection occurred. The pt presented with a calcified, non-tortuous obtuse marginal (om) artery. The physician implanted a taxus express2 3.0 x 28 mm drug eluting stent into the om. The balloon was fully deployed and completely deflated. Upon withdrawal of the stent, the balloon became stuck. The pt became unstable and experienced chest pain due to a mild leak. The physician pulled on the catheter quite hard and the guide catheter was sucked into the left main artery. The balloon was then successfully removed. A dissection occurred at the end of the stent. The balloon was re-inflated. A taxus 3.0 x 16 mm drug eluting stent was placed over the dissection as treatment. The pt is reported to be doing fine.